Event description:
It was reported that the patient experienced less than 50% therapy relief with the implantable neurostimulator (ins) system. Impedances were over normal range for this newly implanted system on all couples of electrodes at 0.7 volts. It was not possible to increase the voltage because the patient was an epileptic. X-rays were taken and did not show any anomalies. A revision was to be performed on (B)(6) 2012. It was reported that on (B)(6) 2012 the physician evaluated the system and again found high impedances on both the right and left side at 0.7 volts, 1.5 volts and 3.0 volts. It was decided to check the connections during the (B)(6) 2012 revision to determine the next steps. It was reported that on (B)(6) 2012 the physician revised the implant and opening at the connection between the lead and extension and found that the lead had not been completely inserted into the extension connector boot and that the last contact was out of the connection. After unscrewing the screw and reconnecting the lead to the extension, the contacts were all aligned and impedances were ok. The patient was fine and no devices were explanted.

Manufacturer narrative:
Product ID 3387, lot# unknown, implanted: 2012 (B)(6), explanted, product type: lead. (B)(4).